Event description:
Cardiac treatment unit nurse was ready to pull the brants shth fast cath 11 french 30 cm sheath/guidewire- she noted groin was bleeding as it was being removed, she noted a hole in the sheath- the blood that was leaking from the groin was actually coming from this sheath hold- after removal, manual pressure was held for 40 minutes to stop the groin bleeding- after that, the groin returned to normal and the patient was discharged later that night without issue.